Manufacturer narrative:
The report from the affiliate indicated that the pt underwent the (pta) percutaneous transluminal angioplasty of the right renal artery on (B)(6) 2004. The vessel was noted to be a moderately calcified, tortuous, and contained an 80% stenotic area. The report specified that during the pre-dilation of the balloon at 15 atmospheres, the balloon developed a leakage vs rupture. There was no pt injury reported with this event, and further info has been requested. Additional info will be submitted within 30 days upon receipt.

Event description:
Balloon rupture.